Event description:
(B)(4). I experienced rapid, uncontrollable weight gain, severe mood swings, increased/new allergies (nuts), abdominal pain and bloating, joint pain, swelling throughout my entire body, concerns with thyroid disorder, and raised blood pressure.

Event description:
#Medwatcher #followup 1 #FDA mw5058097 #(B)(4). I am recovering from a four-hour hysterectomy on (B)(6) 2016, to remove uterus, cervix, and fallopian tubes (including essure coils). Stage 3 endometriosis was also discovered during the surgery. To date, most of my symptoms have improved/disappeared post-surgery.